Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the lead, the helix was unable to be retracted. It was further reported that this occurred after extension/retraction was repeated several times during positioning. Extension of the helix was still able to be performed. The procedure was completed with a replacement lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.